Event description:
Patient was found with his right shoulder wedged between the right upper side rail and the mattress. The patient's head was positioned with his chin resting on the top of the right upper side rail. His lower body was off the bed with his feet resting on the floor. Both lower side rails were down.